Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer service indicated they will follow up to troubleshoot and gather additional information, but no further information or outcomes regarding the event were available at the time.